Event description:
A medsun medwatch report number 4533020000-2015-8002 was received stating that: ventilator causing pt to have prolonged expiratory phase. Ventilator continued to alarm and causing pt to have drop stats, pip reading 18-20. Pressure alarms set at 40. Switched out ventilator. MFR reference number: (B)(4). Importer reference number: (B)(4). Please reference MFR report number: 8010042-2015-00129.